Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified: sharp broken and opening on posterior assessed as a surgical impact opening, for the non-penetrating nicks in the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp broken and opening on posterior assessed as a surgical impact opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: concern for textured implant device.

Event description:
Healthcare professional reported left side implant exchange from textured to smooth due to patient's concern with the device. Healthcare professional additionally reported left side "implant was disintegrated." Device has been explanted and replaced.